Manufacturer narrative:
The field service representative (fsr) checked the instrument and found a leaking pre-trigger valve. The fsr replaced the valve, manifold kit which resolved the issue. A review of instrument service history identified no contributing factors to the current complaint. Return testing was not completed as returns were not available. Labeling was reviewed and found to be adequate. The architect operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated and erratic results, including, but not limited to, inadequate wash buffer dispense at the pipettors, wash zones, damaged, misaligned, or dirty probes, pre-trigger or trigger tubing connections are loose, pre-trigger or trigger sensor is broken and hardware failure. A review of complaint and trending data for the valve identified no issues or trends. A review of tracking and trending data revealed no systemic issues or trends related to the result issue described in this complaint. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect tsh results on three samples. The results provided were: (B)(6) initial = 0.034 uiu/ml, repeated = 2.23 uiu/ml, (B)(6) initial = 0.02 uiu/ml, repeated = 1.23 uiu/ml, (B)(6) initial = 0.01 uiu/ml, repeated = 1.38 uiu/ml, (customer reference range: 0.35 to 4.94 uiu/ ml). Through troubleshooting, the number 1 valve was replaced due to leaking of the pre-priming fluid. No impact to patient management was reported.